Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the belt's trunk cable connector was damaged and the connector nut was broken off. In addition, q1 inside ECG electrode a was defective, causing voltage variations. The cause of the adjust belt alarms is the defective q1 component inside ECG electrode a and the damaged electrode belt connector. The root cause for the damaged electrode belt connector was unable to be positively determined, but was likely physical abuse. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component or the damaged electrode belt connector. The pt received a replacement electrode belt.